Manufacturer narrative:
The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15041109 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 2 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15041109. No nonconformance records were issued for this lot. An investigation was requested to (B)(6) and the results indicate that all stents shipped meets specified release requirements. Additional information will be submitted within 30 days from receipt.

Event description:
Additional information was received that indicated the cause of death was lung carcinoma.

Manufacturer narrative:
Based on the information received that indicated the cause of death was lung carcinoma, this event is no longer considered MDR reportable.

Event description:
The information received from the (B)(4) study indicated that approximately nine months after the index procedure the patient died. The cause of death was not reported. The event was reported to be unrelated to the index procedure and the cordis product. For the index procedure, the patient was admitted symptomatic with 70% stenosis in the proximal right external carotid artery. A 10 x 40mm precise pro rx was deployed and an angioguard rx was successfully deployed and retrieved. The products were used with no malfunction or major adverse event. The patient was discharged the following day with no major adverse event.